Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the analyses of the returned subject meter and accessories were completed on 07/9/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The meter including the cable and adaptor met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.